Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, a pta balloon was difficult to advance to the lesion. The health care provider reported that the pta balloon and guidewire were retracted as a single system with difficulty through the sheath. The hcp further reported that the outer layer of guidewire was allegedly frayed. The procedure was said to be completed with another pta balloon. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The guidewire lumen inside the catheter appeared to be bunched within the y-hub. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and the guidewire was only able to advance 11.4cm into the distal tip before resistance was encountered. The guidewire was inserted through the guidewire hub and was unable to be advanced through the y-hub. The outer catheter was sliced open at the locations of the guidewire resistance and two segments of the outer layer of a guidewire were found detached within the catheter. The detached outer layer of the guidewire found within the distal end of the catheter was stretched and measured 24.4cm in length. The detached outer layer of the guidewire found near the y-hub was stretched and measured 16.0cm in length. No further functional testing could be performed. Medical records/image/photo review: no medical records/medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for device-device incompatibility, as a portion of a guidewire was returned within the catheter. The investigation is inconclusive for sheath retraction issues, as functional testing could not be performed due to the returned sample condition. The investigation is inconclusive for failure to advance as functional testing for advancement could not be conducted as the event could not be fully recreated. The definitive root cause for the advancement issues and the guidewire becoming stuck in the catheter could not be determined based upon available information. It is unknown whether the original guidewire, patient, and/or procedural issues contributed to the reported event. It is likely that the balloon becoming stuck on the guidewire contributed to the retraction issues through the introducer sheath. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.